Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017 that they received a critical pump error. The customers blood glucose was unknown at the time. The customer was a (B)(6)-year old female and weighed (B)(6) pounds. The customer noted they saw a ¿critical pump error¿ after trying to add more insulin into her device. Customer stated that no damage led to the error. During troubleshooting, the customer was advised to place the insulin pump into storage mode, remove the battery, and press and hold the back button until the screen turns off. The customer is using their holiday insulin pump as a backup. The customer will be receiving a replacement insulin pump and is using a backup plan per healthcare provider¿s instructions. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Broken force sensor error noted in the insulin pump history and critical pump error alarm during testing due to out of specification force sensor zero offset. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.